Manufacturer narrative:
Date of event was estimated as it was unknown. Device lot numbers were not provided. It was unknown if the patients involved in this event were implanted with a heartmate ii or heartmate 3 left ventricular assist device (lvad). The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of fluid ingress in the heartmate gogear shower bags was not confirmed. The shower bags (lot numbers: unknown) were not returned for analysis and no pictures of the event were submitted for review. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were unable to be reviewed, as the lot numbers of the affected products were not available. The heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook state that the wear and carry accessories should be inspected periodically during use. If there are any issues the item should not be used, and a replacement should be requested. These documents also provide step-by-step instructions for showering with the use of the shower bag. The IFU and patient handbook explain that although the external components of the heartmate 3 lvas (including the shower bag) are moisture-resistant, they are not waterproof. Lastly, these documents state that the bag should be allowed to drip dry completely before being used again. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported via online forum that patients experienced water entering into the shower bag while the shower bag was used in the shower.